Event description:
It was reported via fax that the tego caps are causing 24 alarms and interrupting his hhd. Patient has changed them out a couple times. Patient is frustrated and stated is not going to use the tego caps. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).